Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/23/2016 with the following findings: during testing, it was observed that the returned battery cap was damaged and had stripped threads and was unable to attach to the pump. A test battery cap was used and was able to securely attach to the pump. It was also observed that the display screen was dim and discolored. Unrelated to these issues, the pump case was cracked near the top right corner of the display lens at the case seal. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a damaged battery cap and a dim and discolored display screen. This report is made based on results of investigation completed on 06/23/2016.